Event description:
At the end of the tonsillectomy case, the device was being used to "touch up" a small bleeder in the tonsillar bed when the physician heard a "pop" and a flame came out of the pt's mouth. The pt sustained a small second degree burn in the mouth, and a first degree burn in the distal oropharynx. The pt was admitted for overnight monitoring and discharged home the following day without additional intervention.

Manufacturer narrative:
Inspection of the lot history record for the returned device did not note any anomalies during the mfg of the device. The root cause of the second degree burns described in the incident could not be determined from the investigation of the returned device. The incident could have been caused by other dynamic operating conditions present during the surgical procedure which a bench failure test would not be able to replicate. Should additional info become available, peak surgical will submit a follow-up report. Peak surgical will continue to monitor for this type of recurrence. This is the final report.